Event description:
On (B)(6) 2013, the patient contacted animas to ask questions about an advanced feature of the pump. The patient mentioned that bg was as high as 500mg/dl on occasion during the past 2-3 months and the cause was not identified. The only symptom the patient reported was headaches. The patient was said to be using u500 insulin in the pump. During trouble shooting, the patient discovered air bubbles in the cartridge. Customer technical support found the cause of the air bubbles to be use error. The patient was instructed on techniques to avoid air bubble production when filling the cartridge and was reminded to inspect the tubing periodically to remove air bubbles if needed. No product issue was discovered. This complaint is being reported because the patient experienced hyperglycemia due to air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.